Event description:
Customer reported noticing a difference between the blood glucose readings and the sensor values. Customer stated that the threshold suspend alert was triggered when the sensor was reading 65 mg/dl and the blood glucose reading was 120 mg/dl. Customer also stated that the auto off alert usually occurs when the customer's blood glucose readings are low. Customer's most recent blood glucose reading was 124 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.